Event description:
CT secura (philips) - images transferred to the wrong pt file, pt abdominal w/o study performed and vent to image handler okay. When with contrast study was performed for same pt, the images went over to another file. Facility had other critical pts on the same evening, one of which had a ruptured spleen. They cannot afford to lose images when someone's life depends upon their promptness to yield results - family wasted 1 1/2 hrs trying to get study read. Radiologist does not want this type of liability - studies must be labeled right - philips is aware of the problem and had offered to remove the secura - however, facility does not want another philips product and they will not come and get it.